Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 477 mg/dl. During troubleshooting, customer was advised to run manual prime with empty device until piston reaches end of travel. Device alarmed no reservoir alarm. Insulin exited with manual prime. Customer was advised the device was working as designed. After troubleshooting, customer will not be returning the reservoir for analysis.